Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient's ins is overdischarged due to the patient failing to recharge. The patient was in their physician's office and said that the last time she met with a manufacturing representative (rep) the patient was notified that she could not allow her device to be overdischarged again and she did. When the rep tried to interrogate the device they kept getting the same notification which means that the device had reached 3 strikes. The physician is planning to replace the ins with a non-rechargeable. No further complications were reported. No patient symptoms were reported.